Event description:
It was reported an air embolism occurred. A procedure was being performed with a watchman truseal access system. The procedure had proceeded normally until the access system was being passed through the transeptal puncture location. At that point, the patient began to aspirate deeply, in snorting and snoring fashion, as the sheath was put across the septum. Bubbles were then noticed in the aorta on the short axis tee view. The physician quickly prepared the watchman laa closure device and deployed it in the laa. Release criteria were met and the closure device was released. After the device was released, the physician moved the table and decreased the zoom of fluoroscopy to see the whole heart. There appeared to be an air embolus in the apex of the left ventricle (lv). A pigtail catheter was then introduced in the lv and the physician aspirated numerous times to remove it. When the patient was awoken, difficulty in fine motor movement was noticed in their left hand. The patient was going to be kept for observation and management.